Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Egan, p., b. L. Wilkoff, et al. (2015). "Interruption of pacing following nonsustained ventricular tachycardia in an aai programmed implantable cardioverter defibrillator." Pacing clin electrophysiol 38(9): 1082-1090.

Event description:
Boston scientific received information from a journal article review that discussed the device interrogation of two patients implanted with boston scientific implantable cardioverter defibrillators (icds). The first patient was an (B)(6) man who was implanted with his ICD in 2004 as a primary prevention measure. While having preserved av conduction, the patient is pacemaker dependent due to poor sinus node function. His initial programming included two tachycardia zones with a programmed pacing mode of aair. The aair mode was chosen to avoid ventricular pacing that could not be prevented in a dual-chamber mode, even with the maximum programmable av delay. During a routine ICD device evaluation, interrogation revealed that the ICD's arrhythmia logbook contained seven non-sustained vt detections occurring in the vt therapy zone; all spontaneously terminated and no therapy delivered. However, immediately following self-termination of one vt detection, the stored electrogram showed an 11 second absence of any atrial or ventricular pacing. This pause also consisted of 4 seconds of asystole followed by a very slow ventricular escape rhythm. This long pause in pacing occurred despite the mode being programmed aair at a base rate of 60 bpm. The patient reported lightheaded episodes related to the asystole and bradycardia. This behavior was a result the normal programmed pacing mode and the temporary withholding of atrial pacing by the device during ventricular arrhythmia detection (vtr period). This scenario was prevented from recurring by programming the device using a set of unconventional parameters. No patient name or specific product identifier was provided.

Manufacturer narrative:
--

Event description:
--